Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited noise on the atrial and ventricular channels. Other electrical measurements were normal. It was determined that no intervention was necessary. The patient was stable and would continue to be monitored.